Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03078. It was reported that stent damage occurred. The target lesion was located lad. After pre-dilation was performed using a non-bsc balloon catheter, a 3.00x16 synergy ii everolimus-eluting platinum chromium coronary stent was advanced but it got caught on a non-bsc guide extension catheter and the proximal part of the stent was crushed. During the same procedure a 2.50x20 synergy ii everolimus-eluting platinum chromium coronary stent was advanced to the lesion. However, the stent could not be visualized in the lad and was unable to determine where it went. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.